Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat multiple aneurysms in the splenic artery using penumbra coil 400s (pc400s), vascular plugs, a non-penumbra microcatheter and a non-penumbra long sheath. During the procedure, the physician placed two vascular plugs into the target location using the microcatheter. Next, while advancing a pc400 through the microcatheter, the physician experienced resistance and decided to remove the pc400. However, upon retraction, the pc400 unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pc400 was removed. The procedure was completed using another vascular plug, a pc400, the same microcatheter, and the same sheath. There was no report of an adverse effect to the patient.